Event description:
It was reported that when using the bd pyxis¿ es server all stations were in critical override and disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all stations were in critical override and disconnected mode. A technical support specialist dialed into the server, run server downtime query, found no issues, checked server uptime, server rebooted, found critical override (co) on devices, explained customer related to request for server patching and reboot and reason for co occurrence on device, run query to check co history and provided the time of device went for critical override to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.